Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain at the implant site with and without device use. The recipient was prescribed lidocaine.

Manufacturer narrative:
The recipient was reportedly prescribed lidocaine and prilocaine the recipient is reportedly experiencing symptom relief. The recipient has resumed use of the device without complaints.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using lidocaine 2.5% and prilocaine 2.5% topical cream at the incision site, twice daily. Due diligence attempts to obtain the date of event were unsuccessful. This is the final report.